Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons were intermittently responsive. The ok key contact was found to be inverted. The contrast, up arrow and down arrow keypad buttons had normal spring back or click. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that beginning a few weeks ago, multiple keypad buttons have become intermittently unresponsive requiring multiple presses to evoke a response and are getting worse over time. The reporter stated that the up arrow, down arrow and ok keypad buttons have delayed response when pressed. The patient reportedly wears the pump underneath clothing against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.